Event description:
Patient was seen in the ER for an incident of hypoglycemia. Reportedly the patient had been experiencing severe unexplained low blood glucose levels for about a month prior to the ER visit. Culminating on 3/28/2006 when he went to the ER and was treated for low bg and released. He reports that there have been times where he has been 200 before bed and will not treat it and he will wake up two hours later at 35. He met with his physician and she put him back on shots for two weeks and his number stabilized. They went over the settings on his pump and his physician felt they were correct. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence